Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. The patient was given intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.

Event description:
Additional information was received indicating that this pacemaker showed normal device function during check a few days prior to the procedure. No additional adverse patient effects were reported.

Event description:
Additional information indicates that the patient never felt better post implant of this pacemaker. In addition, the patient had three episodes with symptoms wherein the patient's hand turned blue. The patient was then checked by the physician and was admitted for infection. No additional adverse patient effects were reported.